Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 4068 implantable pacing lead 2000 (B)(6).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning and a polarity switch occurred on 2012 (B)(6). The most recent interrogation shows out of range low impedance. The unipolar impedance was 278 ohms unipolar and 125 ohms bipolar. The lead is currently in the unipolar configuration and remains in use until a lead revision is performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.